Event description:
It was reported that prior to surgery, it was discovered that the sagittal saw attachment device would not turn. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the ball bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause as determined to be due to worn components due to normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.